Manufacturer narrative:
H10: the lot number for one of the malfunctions was provided and a lot history review was performed. The product catalog number of one of the malfunctions was updated to ec500f. The devices were not returned both malfunctions. Medical records were provided and reviewed for both malfunctions. The investigation for two malfunctions confirmed for detachment. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3. H11: b5, g1, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the indicated information reports that model ec500j vena cava filter experienced detachment of device. The information was received from various sources. Both malfunctions involved a patient with no reported patient injury. Of the reported patients, one patient was female and one patient was male. Two patients age were 39 and 55 year. Weight information was not provided.

Event description:
This report summarizes two malfunctions. A review of the indicated information reports that model ec500j vena cava filter experienced detachment of device. The information was received from various sources. This malfunction involved both patients with no consequences. Of the two reported malfunctions, a 43 years old female patient weighs 263 lbs and a 55 years old male patient weight was not provided.

Manufacturer narrative:
H10: the lot number for one of the malfunctions was provided and a lot history review was performed. The product catalog number of one of the malfunctions was updated to ec500f. The devices were not returned both malfunctions. Medical records were provided and reviewed for both malfunctions. For one malfunction, the investigation is confirmed for detachment. For remaining one malfunction investigation is confirmed for detachment, additionally it was determined to have and also inconclusive for migration (a010402). Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3. H11: b5, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for one of the malfunctions was provided and a lot history review was performed. Neither device was returned for evaluation, however one malfunction provided medical records for review. The investigation confirmed for the reported detachment issue. The other malfunction is inconclusive, as no medical records were provided. The definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the indicated information reports that model ec500j vena cava filter experienced detachment of device. The information was received from various sources. Both malfunctions involved a patient with no reported patient injury. One patient is a (B)(6) year old female. All other patient age, weight, and gender were not provided.